Event description:
A (B)(6) old female admitted on (B)(6) 2011 for kyphoplasty procedure. Follow-up office visit on (B)(6) 2011 showed follow-up x-ray of the thoracic and lumbar spine showed new compression fractures of t11 and t12 and an old fracture of l7. Pre-op labs: wbc 11.3, hgb 9.2, hct 29.6, protime-11.7, inr 1.02, aptt -25, glucose 110, bun 51, cr 2.1, EKG-sinus bradycardia rate 59. History/physical - physical exam - unremarkable. Pt to the or on (B)(6) 2011 asa level iii. General anesthesia. The point of entry was marked into pedicle of t11, t12, and l1. Biopsies were taken from all these sites. The kyphoplasty balloon was inflated and a large pocket was made on each side. The kyphoplasty cement was mixed. After making the appropriate consistency, the cement was injected with manufacturer's specifications pumped slowly. Excellent fitting of the kyphoplasty of t11 and l1 was completed. While finishing placement of cement into the last level of t12, the pt became hypotensive pt had received cement in all 3 levels. Total injection of cement was considered to be 10cc per level. Suddenly the pt had pea on monitor. CPR was instituted and continued for 20 minutes. CPR unsuccessful. Patient expired.